Event description:
Sterile peel packed laparoscopic tenaculum was opened at request of surgeon. Instrument was inserted into patient abdominal cavity through trocar. After tissue was clamped into instrument by physician assistant (pa), a popping noise was heard by staff and the tenaculum¿s jaw went limp. Instrument was removed from patient and a new tenaculum was pulled. Assistant director of nursing (adon) entered room and visualized instrument, noting a missing piece from inside the jaw of the tenaculum. Surgeon was notified of missing piece and discussion occurred regarding next steps. Surgeon requested the assistance of a second surgeon. Second surgeon returned to or and requested to control robot to visualize the abdomen. Second surgeon was able to locate metal piece inside patient abdomen and removed it safely. X-ray completed at end of case was negative for any retained, missing pieces.